Manufacturer narrative:
It was reported that after a few minutes of extracorporeal circulation a leakage was occurred from heat sealed connector on the circuit. Customer proceed with stopping of the c.e.c and the replacement of the fitting. After further testing, a second leakage was occurred on the valve of arterial filter. The entire circuit and the oxygenator are replaced. Potential harm to patient was reported due to the risky maneuvers used to solve the problem. No harm to any person was reported. The sample was investigated at maquet cardiopulmonary gmbh laboratory on (B)(6) 2024. The all components inside the tubing set was not provided by customer. A visual inspection was performed for received tubing lines. Further, it was observed that customer applied additional cable ties on tube lines. Clamp mark was found between the tube and y-connector. During the leakage test, no leakage was detected between tube ¿01402#pvc 3/8 x 3/32 75 sh¿ and connector ¿00262#y-konnektor 3/8 x 3/8 x 3/8¿. However, original cable ties applied by the manufacturer were not attached on the tube lines, based on this, it could be contributed that the leak was caused by a loose cable tie application at manufacturer. The production history record (DHR) of the affected bo-h 25400 with lot# 3000347158 was reviewed on (B)(6) 2024. According to the DHR result, the product bo-h 25400 passed the defined manufacturing and final release specifications. Besides, force measurement is applied to tie guns to eliminate the risk of loose cable tie in accordance to table tie guns force measurement instruction: - cable tie guns force measurement form is filled in 3-month periods. The records of tie guns were reviewed and no deficiency was found. Based on the investigation results, the probable cause of the leakage between tube and y-connector has been found as loose cable tie application at production ¿ production employee failure. Production employees were informed about cable tie assembly in scope of similar complaint on (B)(6) 2023. The reported lot number with this complaint #(B)(4) was produced before this information. Further, the quart sample was investigated at maquet cardiopulmonary gmbh laboratory on (B)(6) 2024. A visual inspection was performed and it shows that the quart has deformations on the housing and the welding seam was not continuous. No other damage was observed on quart. A leak test was performed for product. A leak was detected at the housing of the quart to the very close point of customer statement ¿a second leakage was occurred on the valve of arterial filter¿. Based on this, failure at quart could be confirmed. The production history record (DHR) of the affected quart-arterial filter with lot # 3000324330 was reviewed on (B)(6) 2024. According to the DHR results, the product quart-arterial filter passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. Based on the investigation results, the probable causes of the leakage at quart have been found as: - external force applied on the product during transport / storage & handling. - inadequate welding during production. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #(B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that after a few minutes of extracorporeal circulation a leakage was occurred from heat sealed connector on the circuit. Customer proceed with stopping of the c.e.c and the replacement of the fitting. After further testing, a second leakage was occurred on the valve of arterial filter. The entire circuit and the oxygenator are replaced. Potential harm to patient was reported due to the risky maneuvers used to solve the problem. No harm to any person was reported.